Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The allegation was confirmed; the device was unable to be activated. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device found that it doesn't work, won't activate. The event occurred during sedation of pcnl therapeutic procedure. There were no reports of patient harm.